Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working due to a fluid loss. All components were removed and replaced with no patient complications. No additional information was reported.